Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During procedure, the stent bent and it was not implanted.

Event description:
Na.

Manufacturer narrative:
The device in question was returned and evaluated. Based on the review the stent did have a curve to it but was indicative of a stent that had been placed around a tight radius and not abnormal. There was no actual physical damage to the stent. To determine if the catheter and stent were still in good condition a .035 emerald green guide wire was placed through the catheter. The stent and catheter were then advanced through a cook 7fr checkflo performer introducer sheath and the stent deployed. The stent deployed properly without issue to the rated burst pressure of 12 atm as indicated on the product label. Based on the details of the complaint and review of the returned device the complaint is confirmed as the stent was curved or bent, however there is no evidence that the product was at fault. It is likely that the bend occurred while advancing through the sheath to the target lesion that required the stent to navigate through or around a tight turn or radius. Based on the investigation results the root cause is attributed to the operational context of the procedure. A review of the device history records shows that this lot of catheters passed all quality and performance requirements and there were no non-conformances during the process of manufacturing related to the complaint and all equipment was calibrated at the time of manufacture. Based on the information provided in the complaint, the review of the returned product and device history records review there is no evidence to conclude that the device was faulty or manufactured improperly. The risk review found that the hazardous situation of defective or damaged device is identified during the procedure/delayed or prolonged procedure, no intervention required is operating within its risk profile as determined by trending and the risk assessment. The curvature noted on the returned product is indicative of a device that had been placed through tortuous anatomy and as such the reported damage of the stent has not been confirmed to have been directly related to a deficiency in the product and there is no indication of any nonconformance present prior to the use of the device.

Event description:
During procedure, the stent was bent at the tip during beginning of the release process, stent went through the lock without any problems and it was not implanted. No harm and injury to the patient.

Manufacturer narrative:
Additional information sections: a1, a2, a3 corrected fields: b5, d10, h6 health effect ¿ clinical code